Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer¿s blood glucose was 178-199 mg/dl. The customer changed the cartridge to resolve the issue.